Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported use after expiration appears to be related to the deviation from the IFU. In this case, there was no reported product issue and the reported information of using the product after the expiration date appears to be user related. Based on the reported information, the procedure was (B)(6) 2016; the expiration date was reported to be 30-april-2016. Therefore, the product was used post the expiration date. The expiration date of the product is important for the sterility, efficacy, and performance of the device. It should be noted that the supera instructions for use (IFU) states: use this device prior to the use by (expiration) date as specified on the device package label. In this case, there was no reported device malfunction or adverse patient sequela. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during the procedure to treat a heavily calcified, 90% stenosed, de novo lesion in the narrow distal femoral artery, a 6fr 6.0mm x 60mm x 120cm supera veritas self-expanding stent was deployed without issue on (B)(6) 2016 when it was discovered that the stent had expired on 30 april 2016. There were no adverse patient effects during the procedure and there have been no adverse patient effects since implantation as of (B)(6) 2016. The patient is reportedly doing well. No additional information was provided.